Manufacturer narrative:
(B)(4). S/w version 2.8c unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08715 inches. No missing segments or partial display noted. Unit received missing battery cap contact, minor scratches on case, pillowing keypad overlay, cracked belt clip rails, cracked retainer and minor scratches on lcd window.

Event description:
Medtronic received information that missing segments/partial display, damage (physical or cosmetic) occurred. There was an allegation of diabetic ketoacidosis, hyperglycemia as a result of this event.